Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation. Update 01/05/2017 patient is seeking compensation. Claim states-I received a phone call from the patient who called requesting compensation. She stated that she was implanted with our product in 2012 and on (B)(6) as she was driving, it fell apart and that she had to be revised. She further stated that due to the anesthesia used at her revision surgery her bladder and esophagus became paralyzed and she has since been ¿unable to do many things.¿ she does not know what happened to the explant, but noted that she got a letter from her insurance company who stated that if this is ¿our¿ fault they want to be reimbursed. Complaint was updated 01/17/2017. Update 02/07/2017, 02/09/2017¿ medical records received from (B)(4). After review of the medical records for MDR reportability, medical records indicated posterior wear of the cup, instability, subluxation, and pain. Doi was also provided. Medical records dated (B)(6) 2016 included a radiology report indicating osteolysis inferiorly on the glenoid component. Due to the close proximity of the previous revision, its reasonable to assume the osteolysis is a result of the poly wear noted. There is no new information that would change the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep 14, 2017. Medical records reviewed. Primary operative notes (B)(6)2012 indicate the patient received a right shoulder reverse total shoulder preplacement due to right shoulder rotator cuff arthropathy. Procedure completed without complication noted by the surgeon. Product and lot information of all products implanted at primary surgery provided and updated on complaint. Radiographic results (B)(6)2012 reveal components to be in satisfactory position. History and physical exam notes (B)(6)2012 indicate the patient experienced shortness of breath and weakness one day post-op. It should be noted that she has a history of reactive airway and asthma. Due to this a chest x-ray was ordered and revealed right lung atelectasis, possible consolidation and/or pneumonia and pleural effusion. Consultation note (B)(6)2017 also indicated that the patient experienced post-op urinary retention. The patient makes note at that time that she had experienced this before with a previous surgery and the retention resolved spontaneously on its own. It should also be noted that on (B)(6)2012 the patient received a left reverse total shoulder arthroplasty with post-op urinary retention as well. There has been no new information provided that would impact reportability. Updated 10-12-2017.

Manufacturer narrative:
Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 5118895. Device history review: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance if information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.